Event description:
The customer alleged that the device audio alarm did not activate during an alarm for event. The nellcor puritan bennett customer support engineer inspected the device and could not duplicate the reported problem. The device passed extended self testing. No parts were replaced. Interview with customer was done to try and determine which alarm parameter was felt to have been violated but no additional info was available from the facility. It is not verified that the audio alarm failed to activate, and no malfunction may have occurred. The customer stated that the incident did not result in any pt harm. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.